Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she started using new infusion sets. Customer stated that she had a backlog of infusion sets and started using the sets just yesterday. Customer was using the sof sets but now has to use the quick sets. Customer stated that her blood glucose was over 500 mg/dl with 576 mg/dl being the highest. Customer treated with a manual injection. Customer also changed the insulin pump site. Customer stated that this morning, her blood glucose was 138 mg/dl. Customer ended up changing the infusion set twice. Customer disconnected it before taking her shower this morning and then reconnected it after she finished. Customer cannot get her blood glucose under controlled. Customer was forced to do a manual injection. Customer's blood glucose is 417 mg/dl. Troubleshooting was performed and the insulin did exit during manual prime. Customer was advised to stand during insertion since she stated that she was sitting, and to do a complete set change.